Manufacturer narrative:
Device was not returned by customer; no lot number was provided. Evaluation was not possible. Device manufacture date could not be determined. The product packaging contains a website address (B)(6) which advises customer to change the bandage every day, or several times a day if the bandage becomes wet or dirty. The customer may have worn the bandages for up to 5 days without changing.

Event description:
A female customer applied (B)(6) waterproof bandages to both ankles on (B)(6) 2017. She did not recall the duration of wear; she alleged the bandages fell off without her realization. On (B)(6) the woman awoke to find her ankles blistered. The left ankle was red and itchy; the right ankle less so. The woman applied over-the-counter topical neosporintm (bacitracin, neomycin, polymyxin) without success. The next day the woman went to her doctor who allegedly determined an allergic reaction. The doctor prescribed an unspecified antibiotic and topical clobetasol.